Manufacturer narrative:
Correction: evaluation was completed and included in initial MDR submission. The following information has been updated: h.3. Reason code for no evaluation: other. H.3. If other specify: see h.10 h3 other text.

Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube has been found containing foreign matter during use. The following has been provided by the initial reporter: it was reported that the edta tubes have plastic fragments inside the tube that are interfering with our instrumentation. Date of event on (B)(6) 2019. Edta tubes that have plastic fragments inside the tube that are interfering with our instrumentation.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube has been found containing foreign matter during use. The following has been provided by the initial reporter: it was reported that the edta tubes have plastic fragments inside the tube that are interfering with our instrumentation. Date of event (B)(6) 2019. Edta tubes that have plastic fragments inside the tube that are interfering with our instrumentation.